Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low laser power when using the slit lamp.

Manufacturer narrative:
Additional information provided. The system was examined and it was determined that the lamp fiber had multiple kinks on the cord. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to physical damage on the cable as multiple kinks were found. However, how or when it became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).